Event description:
Related manufacturer report number: 2017865-2024-34266 it was reported that the patient was completely pacemaker dependent. The patient presented for a generator change. The patient had existing non-abbot right atrial (ra) and right ventricular (rv) leads. A new abbott implantable cardioverter defibrillator (ICD) and ra lead was to be implanted and the non-abbott ra lead was to be replaced leaving the non-abbott rv lead. It was noted during the procedure that no escape rhythm was observed. All testing through a pacing system analyzer (psa) on the new abbott right atrial (ra) lead appeared normal. When the new ra lead was connected to the new implantable cardioverter defibrillator (ICD), any time an atrial pace would occur, cross talk appeared and inappropriately inhibited ventricular pacing. The physician tried a new location and lead, but crosstalk was still observed. Cross talk continued to occur. No back up device was available, so a biventricular device with a plugged left ventricular port was used. Crosstalk still appeared; however, this was appropriately covered by ventricular blanking. No cross talk was visible on the new ra and right ventricular (rv) lead in dual chamber pacing mode through the analyzer. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were lead noise and unable to implant. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of lead noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.